Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Product code was not provided.

Event description:
A customer in the (B)(6) stated he was not able to find his blood glucose readings in the memory of the contour next usb. He tests 4 or 5 time a day, but cannot see any readings after (B)(6) 2018. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.